Event description:
The index procedure was staged and the primay indication was chest discomfort. The lesion was denov, typebi, 90% occluded, mildly calcified and located in the distal circumflex in a bifurcation requiring double guidewire. The vessel was readily accessible at the proximal segment. The lesion was not pre-dilated. The first 3.0 x 13mm cypher stent was deployed at 20 atms, for 16 seconds. The second 2.5 x 13mm cypher stent was deployed at 11 atms for 15 seconds. Post dilation was conducted using a 2.50 x 15mm maverick balloon. Timi pre and post procedure are unk. Approx five minutes after stent implantation the pt experienced severe chest discomfort. Repeat angiography was preformed which demonstrated diffuse spasm and slow flow into the bifurcation distal to previously placed stent.